Manufacturer narrative:
A device history record (DHR) did not find any defects or nonconformities. All records indicate that the device was manufactured in accordance with all applicable procedures. The exact cause of the event couldn¿t be conclusively identified. Probable causes of the peeling of the tissue pad: 1. No tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. 2. The tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. The instructions for use warn: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating". A second medwatch 8010047-2020-05386 was submitted for the second device used during the procedure.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The user facility reported that the user was activating the item past the warning on the unit and over energized the device. They used two different handpieces before finding a defective cord. Upon switching the thunderbeat cord there was no problem and the surgery continued to completion. No injuries were reported. If additional information is obtained a supplemental report will be sent.

Event description:
The user facility reported a thunder beat laparoscopic handpiece failure while preparing for a procedure. There was no patient injury. The procedure was completed. No additional information was provided.